Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: lap colon. According to the reporter: the jaws were closed on tissue and could not be opened. They were removed by cutting both sides. The case was not extended by more than 30 minutes. The procedure was not converted to an open procedure.